Manufacturer narrative:
Document review: amistem h cementless femoral stem size 5 std: ref 01.18.135 / lot 130053 (70 stems produced): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. The 65 stems belonging to this lot have been already sold without any other similar incident. From the info collected and from the analysis of the x-rays performed in our r&d department, the event is likely due to a surgical mistake, corrected two days after the primary with a new intervention.

Event description:
Ref imp number (B)(4).